Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported left side rupture discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported left side rupture discovered during surgery. The device has been explanted and replaced.